Event description:
Customer called reporting that the cap piercer of a unicel dxc 600i synchron access clinical system is leaking on (B)(6) 2011. Customer stated that she noticed some liquid on the caps of sample tubes and discovered that liquid overflows when the cap piercer blade washes. Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and to disable the cap piercer and run capless samples. Customer stated that no injury was reported and that she will repeat previously run samples back to the last good qc point. Customer advocate contacted customer on (B)(6) 2011 and confirmed that no erroneous patient results were generated during the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(6) 2011 and observed a wash fluid buildup in the cap piercer wash tower. Waste valve #3 was removed from assembly and a large amount of buildup was observed on line 303 port of the valve assembly. Fse proceeded to remove the buildup and reconnected the valve to the assembly. Cap piercer was primed but the fse noticed that the cap piercer wash tower continued to fill with wash solution during priming. On (B)(6) 2011, repaired was finished by the customer's biomedical department engineers (B)(4) and not a bci fse. Fse stated that the (B)(6) engineer replaced the waste valve #3 which had resolved the buildup issue. Fse reported that the valve was found to be clogged with rubber shards thereby causing the drain to overflow. Customer has not contacted beckman coulter with requests for further assistance with this issue. (B)(4).